Manufacturer narrative:
(B)(4). Batch # r92a7j investigation summary the device was returned with no apparent damage the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap hysterectomy procedure, the probe jaws were broken and "the handle of the probe was found open on the new packaging." Patient consequence was not reported.